Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.

Manufacturer narrative:
Customer indicates that two lots were used for the patient and the lot related to this report is not known. Batch#: 5171710, MFR: 2025-06-20, exp: 2028-05-31, batch#: 5174502, MFR: 2025-06-25, exp: 2028-05-31.

Event description:
Bd insyte autoguard bc 18ga x 1.16 in IV (lot: 5171710) needle not retracting at all. We have had several similar incidents with this product with various lots. All submitted to bd product complaints as well. Two resulted in needlesticks. Reference report#: mw5178095. An event on 11/8 where the nurse is unsure which lot because they had opened two IV catheters for a critical patient and the lots of the packages were 5171710 and 5174502 (one of those did not retract when the button was pressed).